Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 89 mg/dl and the sensor glucose was 49 mg/dl. Customer¿s other blood glucose value was 208 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated difference was occurring with the current sensor. Customer also stated that sensor was not accepting the calibrations. The sensor will be returned for analysis.